Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative reseated the backplane fuse, and checked the voltages. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the systems' workstation would lock up and produce a communication error message. No pt injury was reported.